Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown and a device evaluation is not possible. Review of the device history records cannot be performed due to product part and lot number being unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to swelling, loosening, limited range of motion, difficulty walking or standing, stiffness, cardiac arrhythmia and limping.